Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 458 mg/dl, which was treated with manual injection. After troubleshooting for no delivery, customer was advised that alarm was caused by reservoir and infusion set connection. Customer was advised to change infusion set and reservoir and to monitor insulin pump. Customer will call back to troubleshoot for high blood glucose as she did not have a second infusion set for troubleshooting. No further information provided.